Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse adjusted the fluid detector, tightened the tubing connector and primed the system to remove the air. The fse ran controls which passed and system was operational. Bec internal ID: (B)(4).

Event description:
The customer reported they are failing ca quality control for bilirubin. There were no erroneous patient results generated or reported out of the lab.